Event description:
Sorin group received a report that during a procedure, the s5 mast roller pump displayed a motor monitor failure error message. The customer continued to use the pump to complete the case. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in california. This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the s5 mast roller pump displayed a motor monitor failure error message. The customer continued to use the pump to complete the case. There was no report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.